Manufacturer narrative:
Initial reporter first name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 3-lead 3l bag had a dirty spike. When removing the spike from the vial, the contamination was noticed. This issues was identified before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: device manufacture date: the lot was manufactured on an unspecified date of march 2021. H10: the device was received for evaluation. Visual inspection was performed which revealed a dirtiness at level of asbl tpn spike, blue port filter and 300mm tube. The reported condition was verified. The cause of the condition was due to a raw material issue during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.